Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The devices were returned for inspection and the event was confirmed. Our investigation has shown that the collets are jammed on these complained inserters due to a mechanical overload situation. We are not able to determine the exact cause which has led to this occurrence. Due to other messages from the market, a CAPA determination request has been initiated in order to find the failure cause and propose corrective and preventive actions, including a design change. It is noted that we have just harmonized two designs and incorporated them into a new one.

Event description:
It was reported that the devices are jammed. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 11/13/2008. Manufacturing documents were reviewed and no complaint related issues were found. (B)(6).